Event description:
Two and a half hours into a dialysis treatment, an adult male pt had a seizure. The dialysis treatment was immediately stopped; the blood in the extracorporeal circuit was returned to the pt and the pt was admitted to the hospital. There was no change in medication, or to the pt's dialysis treatment or equipment. Prior to the seizure, the pt's vital signs were stable and the dialysis treatment uneventful. The pt was recently diagnosed with multiple myeloma. Request from gambro for add'l clinical info with regard to this incident was denied by the clinic's risk management group.

Manufacturer narrative:
The dialyzer will be returned to the MFR for analysis. The sample has not arrived for investigation. The root cause will be evaluated after investigation. A gambro tech service rep inspected the phoenix machine and ran a simulated treatment. The machine was found to be operating within MFR's spec and returned to service. Gambro does not regard the submittal of this report as an admission of causation or liability.